Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with itching, redness, and an allergic reaction, underneath sensor pod area only. The patient mentioned to a nurse that they were experiencing skin reactions from the dexcom sensor and were referred to a dermatologist. The dermatologist confirmed that the patient was allergic to the sensor. No diagnostic testing was reported. No treatment was needed. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.